Event description:
The patient had diarrhea. A stool analysis result was returned electronically to the electronic medical record. Twenty four hours later, a healthcare professional saw the result necessitating immediate treatment. Because there was not any notification that a new result had arrived at the electronic medical record, the treatment was delayed by 24 hours causing increased morbidity in a patient already debilitated by severe illness. The failure of the device to indicate that a new result has arrived is a defect in the design of the device. Delays in treatment have life threatening consequences. All electronic medical record devices receiving results without such warning should be redesigned to provide said notification. And, warning letter should be sent to all users alerting them of this defect.